Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for evaluation. Clinical details noted a hematoma quickly formed after repositioning sheath was inserted and when contrast was injected into impella sheath sidearm, a dissection at the end of the repo sheath was noted. Vascular intervention was performed and 1 unit of packed red blood cells (prbcs) was given. As it was noted that the hematoma and vascular dissection was seen at the end of the repositioning sheath which was located in the left femoral artery and not in the aorta, the failure mode for this investigation was changed from "vascular damage - great vessel" to "vascular damage - peripheral vessel".

Event description:
Us complainant reported the patient was on impella cp support due to shortness of breath and chest pains. Impella was placed in normal fashion. Percutaneous coronary intervention (pci) was completed. Peel away was removed and repositioning sheath in place in normal fashion. Shortly after, hematoma was noted. Drape was removed from patient. Dressing in place. Hematoma was growing rapidly and patient became hypotensive - systolic blood pressure (sbp) in 60s. Contrast was put into impella side arm sheath and dissection at the end of the repositioning sheath was noted. Contralateral access obtained. Impella removed. Ballooned followed by covered stent. Patient lost a pulse and cardiopulmonary resuscitation started. One unit of packed red blood cells was given. Unable to obtain return of spontaneous circulation (rosc) and time of death was called. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿